Event description:
Procedure: laparoscopic gastric bypass. Event description: upon removal of the 12mmx100mm trocar there was a very small piece of what appeared to be clear plastic left in the incision (not inside the patient). The theatre staff inspected the trocar and could not identify where it had come from. They opened a new port to try and establish which part and couldn't find any where that there should be any clear plastic that could / should have detached. This was at the end of the procedure. When speaking to the tm she does not think a new port was opened to replace this one as it was at the end. The port used was the ctf73 and there were three different sleeves used during this procedure - cts73, cts22 and cts74. All packages has been kept, the trocar has been kept however the tm was unable to confirm if all the sleeves had been. The product is being boxed up by the tm and need to arrange courier to collect. They have agreed that they are happy with a replacement product however the main concern they have is the safety of their patients. Additional information provided by applied medical representative via email 12jul21: a 5mm bowl grasper was being used at the time of the incident. Intervention: fragment was retrieved patient status: no patient injury - no impact on the patient or procedure itself.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastric bypass. Event description: upon removal of the 12mmx100mm trocar there was a very small piece of what appeared to be clear plastic left in the incision (not inside the patient). The theatre staff inspected the trocar and could not identify where it had come from. They opened a new port to try and establish which part and couldn't find any where that there should be any clear plastic that could / should have detached. This was at the end of the procedure. When speaking to the tm she does not think a new port was opened to replace this one as it was at the end. The port used was the ctf73 and there were three different sleeves used during this procedure: cts73, cts22 and cts74. All packages has been kept, the trocar has been kept however the tm was unable to confirm if all the sleeves had been. The product is being boxed up by the tm and need to arrange courier to collect. They have agreed that they are happy with a replacement product however the main concern they have is the safety of their patients. Additional information provided by applied medical representative via email 12jul21: a 5mm bowl grasper was being used at the time of the incident. Intervention: fragment was retrieved patient status: no patient injury: no impact on the patient or procedure itself.